Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
During implantation of a scs system on (B)(6) 2008, the pt had a gradual loss of stimulation and could not be resolved via reprogramming. An x-ray showed the lead migrated. While attempting to remove the one lead, the physician noticed the lead had attached itself to an artery in which a vascular surgeon was brought in. The pt's entire system was then removed. No further info is available at this time.